Manufacturer narrative:
One level 1 hotline low flow system was received with a cracked tank cover, wear and tear on the damaged front cover and enclosure, an outdated printed circuit board (pcb) and power switch. A visual inspection was conducted, the tank was filled with water, a temperature check was attached, the line cord was plugged in and the device was turned on. The reported issue was able to be replicated. The tank cover was leaking and the line cord insulation was damaged. The issue was customer induced as overtightening of the tank cover screws is usually the cause of cracking then leaking. No action was taken to resolve the issue due to the age and condition of the device.

Event description:
Information was received indicating that a smiths medical level 1 hotline low flow system was leaking due to a cracked reservoir cover. The system also had a bad line cord. There was no reported adverse event.